Event description:
As reported for this event by the customer, during preparation for use, a b30 scope communication error message was received for the device. An e216 communication error was also received. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that intermittent image was received for the device with a b30 scope communication error message. This is attributed to having the electrical continuity error and failure due to water invasion observed in the device. Other observations for the device are: biopsy channel is leaking; distal end rubber coating (a-rubber), scope connector, and suction (s) cover have moisture; and e216 error message also occurred. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to conduction failure of circuit board inside scope connector occurred due to water that invaded the subject device from leaked location. The event can be detected by following the instructions for use (IFU) which state: 1.4 warnings and cautions: ¿perform a leakage test on the endoscope after each precleaning procedure.¿ ¿do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.